Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the defibrillation right ventricular (rv) lead exhibited fluctuations in impedance measurements, a jump and variability in impedance trends, and alerts were triggered for out of range (oor) high/undefined impedance. The defibrillation rv lead was later confirmed to be fractured at the high-voltage defibrillation coil. Additionally, it was reported the pace/sense rv lead exhibited fluctuations in impedance measurements, oor high/undefined impedance, and a jump and variability in impedance trends. It was later reported that device therapies remain ¿on¿, and the patient is currently wearing a wearable defibrillator as they awaited a lead extraction. The pace/sense rv lead was subsequently explanted and the defibrillation rv lead was subsequently capped. A new defibrillation rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b7 product event summary: analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that device therapies remain ¿on¿, and the patient is currently wearing a wearable defibrillator. The patient was scheduled for a lead extraction.

Manufacturer narrative:
Continuation of d10: 693558 lead; 419488 lead implanted: (B)(6) 2013; dtma1d1 crtd implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a defibrillation impedance warning due to high defibrillation impedance measurements.  It was noted that there has been fluctuations of pacing and defibrillation impedance measurements along with multiple out of range (oor) rv defibrillation impedance measurements.  The lead remains in use.  No patient complications have been reported as a result of this event.